Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient started to experience nausea and vomiting again two days prior to the report. A loss of therapeutic effect was noted and it was stated the patient had oral medication that they could take if needed. Information received a little more than two weeks later indicated the healthcare provider (hcp) was unaware of the report. The hcp had an appointment with the patient scheduled for (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was seen on (B)(6) 2013 where it was noted that the wound was healing well. The voltage on the implantable neurostimulator (ins) was increased to 7.5 volts, the duration changed to 1 second, and the interval changed to 4 seconds. Impedance measurements were measured as normal and acceptable. Dietary modification was discussed with the patient which was to improve the vomiting. The patient had much better relief from the vomiting but it had not completely gone away but it was noted that the physician was not concerned. The nausea the patient had had subsided. If additional information is received, a follow up report will be sent.